Manufacturer narrative:
Risk assessment; device inspection, complaint review, manufacturing review and device history review was not performed because no parts were returned and no lot# provided. The plausible root cause cannot be determined conclusively because device was not returned for evaluation.

Event description:
It was reported that; there were separation (head and screw) of polyaxial screw 2 times after screw implant operation. Screws were operated fixation to cervical 1 and 2 on (B)(6). There was no abnormal during routine x-ray check-up. One month later, breakaway of the screw from its head was detected on x-ray among one one of implanted polyaxial screw to c1. So 2nd operation was conducted (remove defeat part and fix new one), then another breakaway was found for implanted screw to c2 during routine x-ray check-up. Next day, 3rd operation was conducted (removed defeat part and fix new one).

Event description:
It was reported that; there were separation (head and screw) of polyaxial screw 2 times after screw implant operation. Screws were operated fixation to cervical 1 and 2 on (B)(6) of feb. There was no abnormal during routine x-ray check-up. 1 month later, breakaway of the screw from its head was detected on x-ray among one of implanted polyaxial screw to c1. So 2nd operation was conducted (remove defeat part and fix new one), then another breakaway was found for implanted screw to c2 during routine x-ray check-up. Next day, 3rd operation was conducted (removed defeat part and fix new one).